Event description:
It was reported that the insulin pump alarmed low reservoir after priming a new infusion set. The caller stated that the reservoir was filled with 60 units of insulin and now it's completely empty. The caller did not know if the customer received all of that insulin or not. The customer's blood glucose levels were dropping rapidly, and the caller was advised to have the customer consume sugar immediately and call the paramedics. The paramedics arrived, and the call was disconnected. The mother later called to speak to a supervisor, but one was not available right away. The mother was later called for follow up, but she was unable to talk at the time of the call. Advised the mother to call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.